Manufacturer narrative:
Approximate age of device - 3 years, 5 months. The pump remains implanted and the patient continues on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the clinic and laboratory results indicated elevated levels of lactate dehydrogenase (ldh) and plasma free hemoglobin. Urinary analysis was sent and did not show any blood. An echocardiogram was done on (B)(6) 2019 and the results are pending. The patient was admitted for work up for potential pump thrombus. There were no noted alarms, power changes, or flow changes. The manufacturer's technical services representative analyzed the submitted log file and the data recorded was unremarkable. No further information was provided.

Manufacturer narrative:
Investigation conclusion: thrombus was confirmed in the evaluation of vad-17199. The pump was returned with the driveline cut approximately 3.5¿ from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit was returned unattached from the pump inlet port. The sealed outflow graft was returned unattached. An unattached bend relief collar was also returned. The outflow graft bend relief was not returned. The outflow elbow was returned attached to the pump outlet port. The device appeared to have been exposed to a fixative prior to return. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed non-laminated depositions situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the depositions did not form in the outlet stator. Although their origin and duration of time for which the depositions were present in the pump cannot be conclusively determined, the circumferential contact marks on the outlet bearing cup and the outlet cone section of the rotor indicate that the depositions were present in the outlet stator for an extended amount of time while the pump was in operation. The remaining pump blood-contacting surfaces were free from any adhered depositions or thrombus formations. The deposition found in the pump could have potentially contributed to the reported elevated ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the heartmate ii IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Received call from christine keys from university of colorado on (B)(6) 2019. She stated she is returning the vad due to the patient being transplanted on (B)(6) 2019 because of a suspected thrombus within the pump.